Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed the accelerated battery depletion was due to increased power consumption and recommended device replacement. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed the accelerated battery depletion was due to increased power consumption and recommended device replacement. No adverse patient effects were reported.